Event description:
Index surgery: (B)(6) 2010. Revision of optetrak knee components - reason not reported.

Manufacturer narrative:
Engineering evaluation noted that x-rays of the joint following the original surgery and prior to the revision were not provided. The wear patterns observed are consistent with a femoral component articulating posteriorly on the tibial component, especially medially.

Event description:
Index surgery: (B)(6) 2010. Revision of optetrak knee components - reason not reported.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.